Event description:
On (B)(6) 2013, I decided to get essure permanent birth control. Since the implantation, I have had nothing but problems. I constantly have cramping, weight gain, extreme bloating that looks like I'm pregnant, horrible headaches and irregular periods. I do not have insurance, so I have to live with these everyday without medical attention.